Event description:
A 2.5 diameter x 12 cm length sprinter balloon dilatation catheter was inserted into a pt for treatment of a right coronary artery. The vessel was non-tortuous and the lesion had little clacification. It was reported that after the first inflation, the balloon did not completely deflate. It was reported that the physician was able to pull the balloon partially into the guide catheter. The physician attempted to over inflate the balloon to burst the balloon, however; the balloon did not burst. The physician then attempted to use the back end of a guide wire to poke a hole in the balloon, however this did not work. The physician then inflated and deflated the balloon multiple times and the balloon eventually deflated enough to remove the balloon from the pt. No further pre-dilatation was used and a stent was used to complete the case. No add'l clinical sequelae were reported and the pt is reported to be fine.

Manufacturer narrative:
Eval codes. Results: other - lack of info (unknown reason for deflation difficulties, pending device eval). Conclusions: other - lack of info (unk reason for deflation difficulties, pending device eval).